Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 500 mg/dl. Customer stated insulin pump had replace battery alarm and low battery alert and also had pump error alarm. Customer stated they received low battery alert prior to replace battery alarm. Customer stated timing was less than 8 hours from the low battery alert to the replace battery alert. New battery resolve the issue. Customer did not hear the alarm for low battery and replace battery. Customer was performed audio test and it was passed. It was unknown that customer was using auto mode or not. Troubleshooting was performed. The insulin pump will not be returned for analysis.